Manufacturer narrative:
Pump passed rewind, basic occlusion, prime and displacement tests. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Motor position encoder alarm confirmed in history file. Pump received with cracked battery tube thread and cracked reservoir tube lip noted.

Event description:
The customer reported via phone call that they were trying to perform a set change and the cannula did not fill. Customer also indicated that a motor error alarm was received. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that customer was able to perform a pump rewind but there were multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.